Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 30mmol/l, with agitation, associated with an alleged keypad button issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the up arrow, down arrow, and ok buttons were under responsive. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a keypad button issue.

Manufacturer narrative:
Follow-up #1: date of submission 20 -aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings:. During investigation, there was a pump crack was located on cover between display lens and case seal. The pump cover was removed internal moisture damage was observed on pcb components including keypad flex connector. Investigation was unable to duplicate unresponsive keys , all keys responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.